Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Patent identifier: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, while performing a frn nail, the surgeon said that the 14mm opening drill bit became dull. Another drill had to be selected and the surgery proceeded. While measuring for the recon screws int the nail, the 8.5/3.2 wire guide became stuck. It was difficult to remove and eventually was successfully removed. The surgery was then completed successfully. There was a surgical delay of 5 minutes. Was/were there any adverse consequence/s that affected the patient because of the reported event? No patient outcome is stable. This report is for one (1) 14mm cannulated drill bit flexible this is report 1 of 1 for complaint (B)(4).